Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that only the obturator was received and appeared intact. The outer diameter (od) of the obturator was checked with calipers and it was within specifications. It was reported that the obturator was damaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, upon entry to the abdomen, the device broke. There was a piece of metal stuck in the obturator portion of the device therefore, a camera would not go in to provide visibility during entry. A new 5mm optical device was opened to complete the case. There was no patient injury.